Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at remote follow-up via merlin.net with the implantable cardioverter defibrillator exhibiting post-paced t-wave over-sensing. The low frequency attenuation filter was programmed on and the patient did not receive therapy during the over-sensing. Programming interventions were discussed; however, no changes had been made. The patient¿s condition was stable.